Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the machine was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6, d4, h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis not communicating with server. A technical support specialist noted that the bd pyxis external communication service was unable to remain running due to interference from the customer's endpoint detection and response (edr) solution. After coordinating with the customer's security team, the issue was resolved by adding the necessary exclusions to the edr configuration. Following this resolution, the service remained stable, and the case was subsequently closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the machine was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.